Event description:
This report is to advise of an event observed during analysis

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure event observed during analysis. Final analysis found that a partial lead was returned. Insulation degradation was noted distal to the connector boot area.